Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(6) on 09-apr-2019. The most recent information was received on 05-mar-2020. This spontaneous case was reported by a lawyer, and describes the occurrence of fallopian tube perforation ('coils were sticking out of fallopian tube'). In an adult female patient who had essure (batch no. A63345), inserted for female sterilisation and female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: migraine. Concurrent conditions included: menorrhagia, lower abdominal pain, pelvic pain and dysmenorrhea. Concomitant products included: ibuprofen and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced, dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines, migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). And menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). And was found to have weight increased ("weight gain"). In 2014, the patient was found to have antinuclear antibody positive ("positive ana/ autoimmune disorder, type of disorder: positive ana- suspected lupus"). And experienced anxiety ("psychological or psychiatric problems, condition: anxiety"). In 2016, the patient experienced, fatigue ("fatigue"), alopecia ("hair loss") and hypertension ("hypertension"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), back pain ("back pain"), abdominal pain upper ("stomach pain") and pain ("whole body aching"). The patient was treated with naproxen and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, dysmenorrhoea, antinuclear antibody positive, vaginal haemorrhage, anxiety, menorrhagia, dyspareunia and alopecia outcome was unknown. The migraine and hypertension was resolving. And the fatigue, back pain, abdominal pain upper and pain had resolved. The reporter provided no causality assessment for antinuclear antibody positive, migraine and weight increased with essure. The reporter considered abdominal pain upper, alopecia, anxiety, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hypertension, menorrhagia, pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: had to see a rheumatologist. Made aware I am high risk of getting lupus. I am at a high risk for fibroids. My uterus is very bumpy. Heavy painful periods. Painful ovulation. Cyst. Two ischial coils were seen protruding from the right fallopian tube. And three coils from the left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013, 1. Satisfactory position and occlusion of both tubes byessure devices is noted. 2. Retroverted uterus. 3. Normal appearance of the endometrial cavity is noted. 4. Pregnancy test was negative, 5. A small amount of fluid is seen in the left adnexal region. The lot number reported (a66345) is invalid. Most recent follow-up information incorporated above includes: on (B)(6) 2020, fu 3 and 4 processed together. Medical records received: reporters added, patient details added, lot number updated from "a66345-invalid" to "a63345". Lab data and concomitant conditions added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review. And a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5085355) on (B)(6) 2019. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coils were sticking out of fallopian tube') in an adult female patient who had essure (batch no. A63345, a66345-inv) inserted for female sterilisation and female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine. Concurrent conditions included menorrhagia, lower abdominal pain, pelvic pain and dysmenorrhea. Concomitant products included ibuprofen and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In september 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines, migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and was found to have weight increased ("weight gain"). In 2014, the patient was found to have antinuclear antibody positive ("positive ana/ autoimmune disorder type of disorder: positive ana- suspected lupus") and experienced anxiety ("psychological or psychiatric problems condition: anxiety"). In 2016, the patient experienced fatigue ("fatigue"), alopecia ("hair loss") and hypertension ("hypertension"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), back pain ("back pain"), abdominal pain upper ("stomach pain") and pain ("whole body aching"). The patient was treated with naproxen and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, dysmenorrhoea, antinuclear antibody positive, vaginal haemorrhage, anxiety, menorrhagia, dyspareunia and alopecia outcome was unknown, the migraine and hypertension was resolving and the fatigue, back pain, abdominal pain upper and pain had resolved. The reporter provided no causality assessment for antinuclear antibody positive, migraine and weight increased with essure. The reporter considered abdominal pain upper, alopecia, anxiety, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hypertension, menorrhagia, pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: had to see a rheumatologist, made aware I am high risk of getting lupus. I am at a high risk for fibroids, my uterus is very bumpy, heavy painful periods, painful ovulation, cyst. Two ischial coils were seen protruding from the right fallopian tube and three coils from the left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: 1. Satisfactory position and occlusion of both tubes by essure devices is noted. 2. Retroverted uterus. 3. Normal appearance of the endometrial cavity is noted. 4. Pregnancy test was negative 5. A small amount of fluid is seen in the left adnexal region. The lot number reported (a66345) is invalid. Lot number:a63345 manufacturing date:2012/10 expiration date:2015/10 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5085355) on 09-apr-2019. The most recent information was received on 22-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure (batch no. A66345-invalid) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("weight gain") and antinuclear antibody positive ("positive ana") and experienced migraine ("migraines"). The patient was treated with naproxen and surgery (surgery to remove essure coils). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, migraine and antinuclear antibody positive outcome was unknown. The reporter provided no causality assessment for antinuclear antibody positive, medical device removal, migraine and weight increased with essure. The reporter commented: had to see a rheumatologist, made aware I am high risk of getting lupus. I am at a high risk for fibroids, my uterus is very bumpy, heavy painful periods, painful ovulation, cyst. The lot number reported (a66345) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2019: quality-safety evaluation of product technical compliant. Incident- no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformant data; should any new and reportable provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: mw5085355) on 09-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure (batch no. A66345) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("weight gain") and antinuclear antibody (B)(6) ("(B)(6) ana") and experienced migraine ("migraines"). The patient was treated with naproxen and surgery (surgery to remove essure coils). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, migraine and antinuclear antibody (B)(6) outcome was unknown. The reporter provided no causality assessment for antinuclear antibody (B)(6), medical device removal, migraine and weight increased with essure. The reporter commented: had to see a rheumatologist, made aware I am high risk of getting lupus. I am at a high risk for fibroids, my uterus is very bumpy, heavy painful periods, painful ovulation, cyst. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.